Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the devices had breakage on the cuff. The customer indicated that there was no patient injury.

Manufacturer narrative:
Correction: UDI#. If information is provided in the future, a supplemental report will be issued.